Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a molding defect sharp protrusions and sterility. The following information was provided by the initial reporter. The customer stated: "the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a molding defect sharp protrusions and sterility. The following information was provided by the initial reporter. The customer stated: "the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: h6: investigation summary: bd received 761 samples and 3 photos from the customer in support of this complaint. An evaluation of the returned samples and photos was performed and the issue of damaged packaging was observed. Additionally, 50 retained samples from the bd inventory were visually inspected, and no deformed packaging was found. Retained samples are kept in a temperature-controlled environment of 18c-22c. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the photos and samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.